Event description:
The event is reported as: customer alleges: the balloon of catheter of this lot deflated and the catheter slipped out after 3 days. The balloon was inflated with 10 ml glycerin. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.